Event description:
A 2.5 x 28mm cypher stent was flushed prior to use. Then the cypher was removed from the package and the physician confirmed that the proximal end of the stent was flared. Therefore, the product was not clinically used in the pt.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.